Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported the patient was reprogrammed to alter the stimulation location and intensity and the patient reported having more satisfactory stimulation with the changes that were made.

Event description:
It was reported that the patient was having a lot of problems with their device and they needed a reprogramming. The patient¿s therapy was not working as expected. The patient wasn¿t sure if the issues were caused by ¿the wire or something coming out of there¿. A couple of days after implant the patient started getting shocking in their rib area and they were reprogrammed on (B)(6). The device worked perfect for a couple of days after the reprogramming and then the shocking started again. The patient was unable to sleep and if they turned their stimulator on they would get electrical shocks. The patient had an appointment on the day of the report for an injection to help with their pain. The patient was scheduled to be seen on (B)(6) by a manufacturer representative. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was seen recently by a technical service representative (tsr), and they did not report anything abnormal other than the reprogramming and patient re-education.